Event description:
The patient reported she was not receiving stimulation. Subsequently, she has not used or charged her scs ipg in approximately 6 months. The patient is to meet with the sjm representative for troubleshooting as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.